Event description:
The customer stated that she was hospitalized with high blood glucose levels over 500 mg/dl. The customer stated that she also had chest pain. The customer stated that the insulin pump alarmed no delivery, but the customer did not change the infusion set. The customer continued to bolus and did not receive the alarm again. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.